Manufacturer narrative:
Device was not evaluated as it was determined the issue was caused by cables not being seated properly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system unexpectedly exited the software. It happened twice before the case while verifying instruments. It was noted the camera cart switched to the ¿connection lost¿ screen, and then the main cart monitor turned black, and then to the manufacturer logo screen. Technical services (ts) walked the manufacturer representative through checking and reseating cables on the main cart uninterruptible power supply (ups). After reseating the connections on the ups and rebooting the system, the self-test showed all green status for the main cart ups. Ts had the manufacturer representative unplug/replug the wall outlet plug while watching the self-test status of the ups and confirmed normal behavior. Resolution was confirmed on the ts call. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the issue was due to a loose cable and not a software issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional. Previously reported fdc code is unchanged. If information is provided in the future, a supplemental report will be issued.